Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the pmw35 stapler jammed on pt's skin and was difficult to remove. Another device was used to complete the case. There was no consequence to the pt.